Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.

Event description:
The customer reported that during use in a urology procedure the device would not work in coagulation mode. Add¿l questions in regard to the incident have also been asked, however to date no further info has been made available from the site contact.